Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Patient enrolled in a clinical study reported experiencing pain 13 months post-implantation of right hip prosthesis. There is no further information available regarding patient condition or outcome, and no revision has been reported to date.